Event description:
A hydrothermablator procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the patient felt heat in the vagina, approximately eight minutes into the ablation. The physician moved the scope, then the patient moved, there was a cervical leak and the scope came out. There was a fluid loss alarm (rate unknown). Reportedly, the patient experienced a minor small burn on the cervix (degree unknown). The physician treated the burn with premarin cream, aborted the procedure and sent the patient home to recover.

Manufacturer narrative:
The lot number is unknown; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation since it was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.